Manufacturer narrative:
Initial reporter city: (B)(6) . Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and contrast and blood in the balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed without any issues. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good. It was further reported that the device was used in the same patient and in the same procedure with emdr-12692798-20200831094455.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed without any issues. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good.